Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not recharged or used the ipg for several months surgical intervention may be pending to address this situation.

Manufacturer narrative:
Section a4: patient weight is unknown. B3-date of event is estimated.

Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.